Event description:
It was reported that the patient presented because their right ventricular (RV) lead exhibited far p oversensing. It was also noted that the RV lead failed to capture and had a r-wave sensing problem. Fluoroscopy revealed that the RV lead had dislodged. The RV lead was explanted and successfully replaced. The patient remained stable.